Event description:
The patient was taking hydroxyurea and was using a dexcom device and the reading on the dexcom was giving false reading giving higher than actual blood glucose reading and the patient experienced hypoglycemic crisis and lost consciousness in the middle of highway. Paramedic arrived and he was hospitalized and was treated for hypoglycemia. The daughter checked the manufacturer's website and it states that the patient taking hydroxyurea may get false reading. Both dexcom and hydroxyurea was filled in the same pharmacy without any knowledge about the information about it and the pharmacy software did not flag for any adverse reaction precaution. FDA safety report ID# (B)(4).